Manufacturer narrative:
This report is for an unk - constructs: small fragment lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: dietze c, et al. (2021), results of revision intramedullary nailing with and without auxillary plate in aseptic trochanteric and subtrochanteric nonunion, european journal of trauma and emergency surgery, pages 1-7, (germany). This study aimed to investigate whether limited open auxiliary angle stable plate fixation has an effect on functional and radiologic outcomes one year after revision intramedullary nailing in aseptic trochanteric and subtrochanteric fracture nonunion. Between december 2005 and october 2018, 190 consecutive patients over 18 years old with aseptic trochanteric and subtrochanteric fracture nonunion were included in the study. Patients were divided into 2 groups. Group 1 is composed of 136 patients who underwent revision intramedullary nailing without auxiliary plate fixation. There were 33 females and 103 males with a mean age of 45.3 +/-16.3 years. All patients in group 1 were revised with competitors¿ intramedullary nails. Group 2 is composed of 54 patients who underwent intramedullary nail replacement combined with auxiliary plate fixation. There were 17 females and 37 males with a mean age of 56.4+/-17.7 years. All patients in group 2 were revised with competitors¿ intramedullary nails combined with an unknown synthes 3.5mm small fragment locking compression plate. Postoperatively, early weight bearing in was allowed in all patients. Patients were followed-up functionally and radiologically at 6 weeks, 3 months and 12 months after surgical revision. Complications were reported as follows: group 1: (before revision). 4 patients initially treated with an unknown synthes dynamic hips screw had nonunion. Group 2: (before revision). 2 patients initially treated with an unknown synthes dynamic hips screw had nonunion. (After revision): 3 patients had no healing of nonunion. 9 patients had revision due to implant failure or persistent pain. 20 patients had restricted range of motion at final follow-up. This report is for the unknown synthes 3.5mm small fragment locking compression plate and unknown synthes dynamic hips screw. This report is for one (1) unk - constructs: small fragment lcp. This is report 2 of 2 for complaint (B)(4).